Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that they can't feel the vibrating in their leg. Patient said they has had to catheterize more lately. It started just about a week ago. Agent did not ask about the circumstances that led to the reported issue. Walked the caller through how to connect patient programmer to ins. Patient was at program 2 at 2.5volts and the stimulation was on. On the call the patient increased the stim to 3.2 volts and could feel the stim. Told caller to monitor her symptoms for a couple days and see if the symptoms improve. Also reviewed that they don't have to feel the stim to get results. Patient said their doctor doesn't want to see them anymore, and hasn't been seen in over 3 years. Sent the patient doctor listings.